Manufacturer narrative:
The reason for this revision surgery was to remedy a periprosthetic fracture after 14 days in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed this is the first complaint against this part number and against a part from this lot. The complaint history does not indicate an adverse trend. This investigation is limited in scope because the explanted products were not returned to (B)(4) and a definitive root cause cannot be determined. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient having a periprosthetic fracture. The surgeon removed the original stem, head, liner and sleeve. He used a djo liner to replace the original liner and used a different vendor to replace he stem, head and sleeve.